Manufacturer narrative:
UDI: (B)(4).

Event description:
An asymptomatic patient presented during follow-up with post-paced t wave oversensing. Technical services recommended reprogramming. However the physician plans to explant the device due to unrelated eri. There have been no adverse consequences for the patient. This is related to MFR 2938836-2017-17651.